Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that they were seen on the day of report because they were unable to charge their implantable neurostimulator (ins). It was noted that the patient had a history of falls and fainting and was being followed for label blood pressure. The patient stated that they fall because of their blood pressure bottoms out and they wake up on the floor. They did not remember the falls. It was reported that the patient was a poor historian due to memory lapses. It was stated that the pattern change had occurred and the patient started to feel an uncomfortable stimulation pattern in the perineal area. The patient had ceased using the therapy as a result and did not charge after that. Follow up information received on (B)(6) 2016 reported that an overdischarge (od) was confirmed and that a trickle charge was performed which reset the ins (od resolved). A power-on-reset (por) was seen and cleared. The patient needed to charge completely to allow the ins battery to be reprogrammed. The patient was to return for a follow up appointment on (B)(6) 2016. The indications for use for the implanted device were noted as failed back surgery syndrome, spinal pain, and radiculopathy back <(>&<)> left leg. Medical history included a leg that will collapse at times and was being followed for issues with labile uncontrollable blood pressure. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the manufacturer's representative reported that the patient did not show up for their appointment on (B)(6) 2016. It was noted that the patient cannot drive and had very limited access to transportation. The call was placed to the patient but nothing was heard back. If additional information is received, a follow up report will be sent.